Manufacturer narrative:
H10: h2, h3, h6. The device, used in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. A review of manufacturing records for l/n2049291 found no deviations or non-conformances during the manufacturing process. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection under magnification of the wand shows minimal electrode and screen erosion with contamination/discoloration and scratch/scuff marks on the spacer and cap. There were no manufacturing abnormalities found on the device. During functional evaluation the device was plugged in to a known good q2 controller and an error e-7 was displayed. After bypassing the error e-7 the device produced plasma on ablate/coag min./max. Settings as specified; an error e-8 as reported was not seen; the suction line was tested was clogged by dried parts of tissue; a back flush could not clean the line and the suction line is still clogged. The complaint was verified as the device displayed an e-7 error. The root cause was determined to be reuse of a single device. Potential factors unrelated to the design and manufacture of the device that may lead to the error include (1) previous use (2) disconnecting the wand from the controller after power has been turned on. An e8 will occur when a wand with a blown use-limiting fuse, as a result of reprocessing or a wand error, is connected before the generator is powered on. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during acl and pcl reconstruction, the ambient superturbovac displayed an error 8. Or staff tried to plug the wand in and out from the controller; afterwards. The system displayed an error 7. There was a backup device available. No significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.